Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A error message was reported with the adc device. Customer received a sensor scan error and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment of juice by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A error message was reported with the adc device. Customer received a sensor scan error and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment of juice by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated and deformed side snap was observed. The sensor was found to be in sensor state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A error message was reported with the adc device. Customer received a sensor scan error and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring treatment of juice by third-party. There was no report of death or permanent injury associated with this event.